Event description:
It was reported that the patient went to the hospital after receiving appropriate shocks. It was also reported that the device reached elective replacement indicator (eri) after ten months of implant and the physician suspected early battery depletion. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The daily battery voltage trend data save to disk file (B)(4) shows a battery = 2.65 to 2.64 volts between (B)(4) 2011 and (B)(4) 2011, is before device eri <= 2.61 volt. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). The daily battery voltage trend data save to disk (B)(4) shows a battery = 2.65 to 2.64 volts between (B)(6)-2011 and (B)(6)-2011, is before device eri <= 2.61 volt.